Manufacturer narrative:
The authorized service provider (asp) evaluated the device and confirmed the reported problem. A user interface (ui) assembly which is mounted a liquid crystal display (lcd) in advance needs to be replaced to resolve it. This device will be returned without repair as per a request from the customer. The software version was checked. (3.20). No repairs were completed by the asp as the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint by the authorized service provider (asp) on the v60 indicating that while performing pre-delivery checking of the device, it was observed that the display was dim, even when the brightness was set at 5, the actual brightness was equal to 2-3 of a good unit. The device kept operating when the issue was observed. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.